Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device made a weird noise, blocked and failed. Per service reports, this complaint can/cannot be confirmed. During the service evaluation the following defects were identified: cable in good condition. Motor rotation blocked (rusted motor). Locking system deformed. Nut tightening motor damaged. The motor was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The improper maintenance was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in france that the handpiece device made a weird noise, was blocked and failed. During in-house engineering evaluation, it was determined that the motor rotation was blocked as the motor was corroded. There was no procedure nor patient involvement reported. No additional information was provided.